Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition.